Event description:
It was reported that the right ventricular (rv) lead exhibited a warning for undefined high impedance in the bipolar configuration.  It was also reported that an magnetic resonance imaging (MRI) scan was not able to be performed as a result of the high impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: a2dr01, ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.